Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date in 2023, a plum 360 was found to have infusion/flow issues during patient use. The customer reports device gives inaccurate delivery (over delivery). There was no patient harm reported.

Manufacturer narrative:
The delivery accuracy test was performed to attempt to duplicate the reported issue of device gives inaccurate delivery (over delivery). The reported issue was duplicated. The reported issue was not confirmed in alarm log history of device. The probable cause of the reported issue is a damaged mechanism assembly.